Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were sticking and were skipping a lot. The patient indicated that the buttons for bolusing were worn out and the ez bolus button was missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn near the ok and contrast buttons. The bolus button was found to be inoperable due to detached cover. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed the ok keypad button was intermittently responsive. All other keypad buttons were responding as expected. The contrast, up and down keypad buttons were found to have normal spring back or click. There was evidence of keypad contamination found under all key contacts; the ok keypad button was found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.